Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty scope socket; the scope sliding mechanism was determined to not function as intended. Once the lock was engaged, the lock became lodged into the scope socket; when the connected test scope was removed, the unit operated as if the scope was still connected. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error code e300 was generated and the front dashboard was flashing. The problem was first identified during preparation for use for a diagnostic colonoscopy procedure. The procedure was completed using a different light source, model clv-190. There was no delay in procedure reported. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g2, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the device evaluation, the cause of the e300 error and front panel flashes are due to a worn out scope socket which was due to age deterioration from long term use as the concerned device was manufactured more than 9 years ago. The light guide detection system failed because the output connector was worn out, and the scope connector/light guide connection could not be detected. The legal manufacturer will continue to monitor the field performance of this device.